Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent additional information was requested, and the following was obtained: what do you mean by, "the sutures which break at a low tension threshold?" Do you mean the sutures broke during the procedure? Yes, the sutures broke without exerting excessive tension. Did 6 wires break during this single patient's procedure? Yes, on (B)(6) 2020 during the installation of a heartware. Events submitted via 2210968-2020-08191, 2210968-2020-08192, 2210968-2020-08193, 2210968-2020-08195, and 2210968-2020-08196

Event description:
It was reported that the patient underwent a cardiac surgery on (B)(6) 2020, and the suture was used. During installation of heart ware, a fragility of suture which break at a low tension threshold was noted. The suture broke without exerting excessive tension. Another like suture box from the same batch was opened to finish the procedure without problem. There were no clinical consequences reported.

Manufacturer narrative:
(B)(6) date sent to the FDA: (B)(6) 2020. Additional information: d4, d10, h4, h6. A manufacturing record evaluation was performed for the finished device lot number qbbehd/8528h56, and no non-conformances related to the reported complaint condition were identified. Additional h3 investigation summary: an unopened sample of product code 8528, lot # qbbehd were received for evaluation. During the visual inspection of the unopened sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.